Manufacturer narrative:
Device passed displacement, rewind, prime , basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 164 mg/dl at the time of the incident. Troubleshooting was done for insulin flow blocked alarm. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.